Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2201-30ac, serial: (B)(4), batch: 15227676 and unknown. Product family: dbs-extension: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 15580827 and 15580827.

Event description:
It was reported that the patient experienced inadequate stimulation which was causing her tremors, parkinsons symptoms, to return. High impedances were also observed on the devices. The patient underwent a revision procedure in which the entire system was explant and a new system was implanted. The patient is doing well post operatively. It was also reported that all the explanted devices were discarded by the facility, except for the ipg which was given to the patient.